Manufacturer narrative:
(B)(4).

Event description:
It was reported that detached sensor wire occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2020. The patient removed the sensor early from the left arm insertion site because the patch would not stay connected. Upon removal the sensor wire detached and initially protruded from his skin. No portion of the wire was visible under the sensor pod. He went to the emergency room (ER) on (B)(6) 2020; the wire was initially visible, and stuck. After the patient returned from x-ray the wire was no longer visible. An incision was made to try to remove the wire, but this was unsuccessful. The patient¿s mother does not think any portion of the wire was removed. The patient saw an orthopedic surgeon on (B)(6) 2020 and another x-ray was done. The surgeon did not want to remove the wire due to the incision size and surgery risk/benefit. At the time of the visit there were no signs or symptoms of infection. However, due to the patient having other autoimmune conditions, the medical doctor ordered prophylactic oral antibiotics for 10 days. No product was provided for evaluation. The allegation was confirmed with an x-ray on (B)(6) 2020; however, the sensor wire was not removed from the patient's body. The probable cause could not be determined. No additional patient or event information is available.